Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported bnp and b-hcg results controls were out of range low and almost measured 0 on the architect i1000sr analyzer. It was also reported that error code 1005 the result cannot be calculated. Final rlu read is outside the specification of the lowest calibrator was generated. The following control and patient results were provided: (B)(6). The final rlu reading is out of specification for the lowest calibrator was being generated. The trigger valve v4 was replaced on (B)(6) 2020. The issue was determined to be caused by an issue with the trigger manifold valve (v3). The connection of the trigger and pre-trigger valves was looked at. No further issues were experienced. There was no reported impact to patient management.